Event description:
I've had my pump shut down three time in past week due to the bug in app software that tslim sent a message out about last week. All have happened overnight, and the high blood sugars that have resulted in missed work time and harm to my body. This was also happening a couple of months ago, and when I called tslim to report it thinking my pump battery was failing, I was told to get a new pump, there was a sales pitch on getting the new mobi pump, and no mention of the problem just being the app. A few minutes googling led me to that information and it seemed really disingenuous not to receive that information when I called. I have emailed tslim about this and they called back to verify that the app was the problem, and confirmed that it was. They also confirmed that they did not give me the app information when I called months ago with the same problem. I have removed the app from my phone, and I asked tslim to please send another email out to users with this listed as an option. It is not possible to monitor the battery 24/7 as suggested while they work on an app fix, with no date certain. I can only assume they want people to use the app and/or buy a new product more than they want to protect the health of its users. I also asked them to provide the link to the online form, mailing address and fax number to the FDA--which they offer as an option for people, but then do not include any of the information to actually do so. This company needs more oversight. I urge the FDA to do everything in its power to resolve this issue on behalf of all users of their product. Thank you, (B)(6).